Event description:
It was reported that during the procedure, after crossing a heavily calcified, 100% stenosed, de novo lesion in the mildly tortuous mid to distal right coronary artery with a non-abbott guide wire, a non-abbott micro catheter was advanced onto the non-abbott guide wire and crossed the lesion. With the micro catheter remaining in place, the non-abbott guide wire was withdrawn from the micro catheter, then a 014 hi-torque balance middleweight (bmw) elite guide wire was advanced, without resistance felt, into the micro catheter. However, when retracting the micro catheter over the bmw elite guide wire, resistance was felt between the bmw elite and the proximal marker of the micro catheter. Both devices were withdrawn from the anatomy as a single unit. Outside of the anatomy, the devices were separated from one another, then the same micro catheter was used with a non-abbott guide wire without issue in completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The resistance was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.